Event description:
It was reported that during neuro embolization procedure, the friction was encountered when advancing the subject coil in the microcatheter and it was hard to advance the subject coil; therefore, the subject coil was withdrawn, and kink was observed. After being retrieved back into the microcatheter, the subject coil was prematurely detached inside the microcatheter. The same microcatheter and a different coil were used to complete the procedure. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information from the complaint indicated that no anomalies were noted to the device prior to use (dfu). An assignable cause of undeterminable will be assigned to the reported event as the device was not returned and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that during neuro embolization procedure, the friction was encountered when advancing the subject coil in the microcatheter and it was hard to advance the subject coil; therefore, the subject coil was withdrawn, and kink was observed. After being retrieved back into the microcatheter, the subject coil was prematurely detached inside the microcatheter. The same microcatheter and a different coil were used to complete the procedure. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
D9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated h3 summary attached - updated due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was kinked and friction was felt when removing it from the introducer sheath due to handling of the product during the clinical procedure. Additionally, the main coil was returned manually detached from the delivery wire and the main coil was found to be kinked and stretched. Additional information provided by the customer indicated that the device was prepared as per the device directions for use (dfu) and no anomalies were noted prior to use, continuous flush was maintained, and subsequent coils were able to track smoothly through the same microcatheter (excelsior sl-10 2 tip pre-shaped) without any issues following the reported event. In the case of this complaint, it is most likely that the coil mechanically detached in the microcatheter due to pushing/pulling the device against the reported resistance. An assignable cause of procedural factors will be assigned to the reported event and analyzed since these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Manufacturer narrative:
The subject device is unavailable to the manufacturer.

Event description:
It was reported that during neuro embolization procedure, the friction was encountered when advancing the subject coil in the microcatheter and it was hard to advance the subject coil; therefore, the subject coil was withdrawn, and kink was observed. After being retrieved back into the microcatheter, the subject coil was prematurely detached inside the microcatheter. The same microcatheter and a different coil were used to complete the procedure. There were no clinical consequences to the patient due to the reported event.